Event description:
It was reported that the connection cap flipped off and opened, as a result, gastric contents spilled onto the patients abdomen causing superficial burns to a large surface area. The cap needs a large amount of pressure to close and the clear tape was used to cover the cap and prevent uncapping. Wound care: sterile normal saline wound cleanses to area followed by topical flamazine treatment applied 2 x daily and as needed. Sterile cotton gauze 4x4's were then applied as a dressing. As this patient's goal of care are identified as acp c (focus on pain control and comfort) the family did not wish to have topical (oral or IV as well) antibiotics applied as her his care plan. Increased pain control: the resident received new narcotic pain control medication, dilaudid (orally) to assist with the pain issues 3 x daily for one week. Prior to the event the resident only required tylenol as needed. Activity schedule altered; as resident requires complete and total care he requires staff to assist him in getting out of bed with assistance of a mechanical lift. Due to the large surface area of the wound across his abdomen the staff and family agreed that the pressure of this position change, the seatbelt, and lap tray would contribute to more pain for the resident. We therefore refrained from getting him out of bed into his chair for 2 days following the event and turned him q/2-3 hrs in his bed for 48 hrs. For the next 5 days he was up in a chari once a day, and a week later he was able to resume his normal activity of being up 2 x day.

Manufacturer narrative:
A lot history review (lhr) of ngya3456 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.